Event description:
The patient¿s ins died after only 1.5 years. The doctor and company representative did not say it was early depletion but the patient felt it was as she was told it should last for 5 years. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012-, product type: lead. (B)(4).